Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported that a couple days ago they were lying in bed and they were getting some really bad tingles in their leg so they turned the stimulation off for the night. Patient stated that the next day they put the stimulation on and everything was fine. Patient said that the implant was at 70% and they charged it up to 100%. Patient stated then the following day it was at 100% and the day after that it was still at 100%. Agent asked the patient if it was the controller or the implant battery that was displaying 100% on both the controller and implant and patient said both. Patient then said that they tried resetting the controller but that did not resolve the issue. Patient noted that they were in agony right now, they knew that the stimulator was not working and they noticed the issue today. Patient mentioned that they would only use maybe 20% a day because they hadn't had such low frequency and they also had a defibrillator put in and it was interference so when they talked to the representative they had them lower it so they don't use that much juice on it but it still helped enough to still help. Agent asked and patient did not have the equipment with them at the time of the call to troubleshoot. Patient will call back for further troubleshooting. Pt called back with equipment present. Pt said already documented events that 3 or 4 days ago they felt tingling in their feet so they shut the ins off and put in MRI mode. The pt went to charge the ins the next day and the ins was still at 100% and then the next day it was at 100%. Today they know their ins battery was low because they could feel a difference. They reset controller but both the controller and ins battery was at 100%. During call pt was on group a and stimulation was on. Pt noted they could not increase intensity since they had a defibrillator and when its turned on they felt tingling in their legs so their rep put it to 1.2 intensity. The pt did increase intensity to 1.5 on the call to see if it helped. Pt was advised to contact their hcp for further assistance. Pt was worried since their heart was only working at 30%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.